Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor had inappropriately triggered an atrial fibrillation episode. It is believed that the inappropriate trigger was due to premature ventricular contractions. No programming changes were performed. The patient was stable and would continue to be monitored.